Event description:
Procedure type: lap chole. According to the reporter: a plastic ring fell off one of the step trocar and into the pt. The surgeon was able to retrieve it. The pt is fine at this point. Surgeon removed the plastic ring from inside the pt. Pt injury.